Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable on the instrument broke. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported failure. Visual inspection was performed and no broken/damaged cables were found at the distal end. The housing was removed at the back end, and no cables were found to be damaged. However, the instrument bipolar yaw pulley was found to have thermal damage at the distal end near the grip cables. This failure is typically associated with mishandling/misuse.